Manufacturer narrative:
Evaluation of the returned device found that it met manufacturing specifications and matched the proposed model and triflange when comparing them to each other.

Event description:
It was reported that patient underwent procedure on (B)(6) 2012 to implant a right custom triflanged acetabular component. The triflange would not fit the patient's anatomy and the doctor elected to use a biomet cage to reconstruct the acetabulum and complete the procedure. The procedure was completed, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.